Event description:
Pt has a dual chamber boston scientific cognis 100-d n119 ICD. Upon placing pt on the programmer for a device interrogation we received technical services code 1003 and was instructed to call (B)(6). I spoke w/(B)(6) - crt tech and he advises that the device needs to be removed immediately. (B)(6) states that what has happened is that the device is always looking at the battery usage. The code 1003 is saying that the device is showing more voltage that what the internal testing is getting and the two values conflict thus requiring removal of the device.